Event description:
It was reported that the patient experienced an infection and had all components of the inflatable penile prosthesis(ipp) device replaced. A patient outcome was not reported.

Manufacturer narrative:
Infection was reported. The ams700 cylinder was visually inspected and functionally tested. No leak was found. It performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for 72404310 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the deactivation and valve deflation tests. The deflation test results were greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. A review of the ams 700 hazard analysis (d055985) was completed. "Infection" is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 700 ms pump (92162915), , "infection" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records according to tcf 181502 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. A review of the ams 700 hazard analysis (d055985) was completed. "Infection" is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 700 ms pump (92162915), "infection" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records according to tcf 178402 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).based on the results of this investigation, no escalation is necessary. System components: pump: model: 72404310, lot sn: (B)(4), mfg date: 07/21/2017, exp date: 07/21/2022, gtin: (B)(4). Reservoir: model: 72404161, lot sn: (B)(4), mfg date: 07/24/2017, exp date: 07/10/2022, gtin: (B)(4).

Manufacturer narrative:
Additional information received that the infection on set date was 2 weeks ahead of the surgery. The physician did not find what caused the infection. The physician treated the infection well. System components pump model- 72404310 lot sn- (B)(6) mfg date- 07/21/2017 exp date- 07/21/2022 gtin- (B)(4). Reservoir model- 72404161 lot sn- (B)(6) mfg date- 07/24/2017 exp date- 07/10/2022 gtin- (B)(4).

Event description:
It was reported that the patient experienced an infection and had all components of the inflatable penile prosthesis(ipp) device replaced. A patient outcome was not reported.

Manufacturer narrative:
System components: pump: model- 72404310, lot sn- (B)(4), mfg date- 07/21/2017, exp date- 07/21/2022, gtin- (B)(4). Reservoir: model- 72404161, lot sn- (B)(4), mfg date- 07/24/2017, exp date- 07/10/2022, gtin- (B)(4).

Event description:
It was reported that the patient experienced an infection and had all components of the inflatable penile prosthesis(ipp) device replaced. A patient outcome was not reported.